Event description:
The customer reported being at the urgent care due to diabetes ketoacidosis and ketones. The blood glucose reading was 400mg/dl, and she was treated with a manual injection. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the caller to run the fixed prime test and the insulin did exit. The customer mentioned having low glucose of 60mg/dl, and then it dropped to 52mg/dl. The caller stated that she was advised to treat again, and it went up to 77mg/dl. The customer stated that she took a manual injection before bedtime, which caused her glucose level to drop. The caller stated that the battery was removed and reinserted, but the device alarmed no delivery. Instructed the customer to check again the glucose and it was 130mg/dl. The customer did not want to continue testing and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.